Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 5-10 min. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. Adverse event problem: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating left l4 screw placed ca. 5mm lateral to its intended position (as well as of the right l4 screw placed more medial than expected, despite still acceptable), was a relative movement of the vertebra operated on in relation to where the navigation reference array was fixated (left iliac crest) when applying forces to the bone - especially with the patient's medical indication of an unstable spine due to a bilateral pars fracture at l4/l5 - as acknowledged by the user. These forces were applied for e.g. During the docking of the navigated drill guide in the cirq arm at l4 and/or during drilling into the bone. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying (accurately) tracked instrument positions on the pre-surgery image set, showing the patient's anatomy as during the scan. Apparently the resulting deviation to the navigation display was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, and during the placements at l4. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for a transforaminal lumbar interbody fusion (tlif) at vertebrae l4 and l5, due to bilateral pars fracture at l4-l5, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the (B)(4). During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the left posterior superior iliac spine (psis) using the 2-pin fixator with 4x150mm schanz pins. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration. Prepared the pedicles (pilot holes) by drilling through the navigated drill guide 3.2mm within the mechatronic cirq arm, first on right l5. Inserted an 1.75mm k-wire through the navigated drill guide in the cirq arm into the pedicle hole, and used a non-brainlab cannulated tap calibrated to navigation to thread the pilot hole, following the k-wire. Placed the pedicle screw following the k-wire with a non-brainlab screwdriver calibrated to navigation. Prepared and placed the remaining 3 pedicle screws bilateral in l4, and in left l5, with the same navigated method as above. Acquired a verification intra-operative c-arm scan, with automatic image registration to navigation, showing that the left l4 screw deviated from the intended position laterally shifted by ca. 5mm. The right l4 screw was more medial than expected, but still acceptable. Decided to remove the left l4 screw, and used the navigated drill guide 3.2mm only handheld, but otherwise with the registered verification scan using the same navigated procedure as above to re-place the left l4 screw. Performed the tlif and decompression, also using navigation as an image viewer and resource. With a final verification c-arm scan, determined that all screws were placed correctly, and completed the surgery successfully as intended. According to the surgeon: the deviation of 1 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a c-arm verification, and the screw was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 5-10 min. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.